Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65735ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 65735ud00 was identified.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for 1 sample: on (B)(6) 2025, sample ID (B)(6) initial result was 468.37 miu/ml (positive) and repeat results were < 1.20 miu/ml (negative) & < 1.20 miu/ml (negative). There was no reported impact to patient management.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for 1 sample: on (B)(6) 2025, sample ID (B)(6), initial result was 468.37 miu/ml (positive) and repeat results were < 1.20 miu/ml (negative) & < 1.20 miu/ml (negative). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.